Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator pn 600030510 and sn (B)(4) was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Functional testing of the returned rf generator confirmed the field reported event as the display remained black after the device was initialized. A secondary vga monitor was then connected at the microprocessor and the anticipated display was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the display within the upper assembly.

Event description:
During the radio frequency ablation procedure, the generator screen turned black/off during ablation. The procedure was cancelled with no adverse patient consequences.